Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). It was reported that the patient was having problems with their stimulation changing right after they would set their stimulation. The issue began about the last 6 months. Caller thought it was because they were under a lot of stress and strain. Caller thought they could get the stimulation adjusted to where they could get comfortable but the issue did not resolve. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed/provided nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. When pt was prompted on if the cause was determined after meeting with the physician to address the stimulation changing after being set the patient writes: "yes they were and we were helped a lot. Thank you so much".